Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis in patient user facility reported that during treatment a blood leak occurred. The leak was visually observed around the connector. Estimated blood loss was less than 100cc's. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.